Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, noise resulting in oversensing and automatic mode switch were noted on the right atrial (ra) lead. During the revision procedure, insulation damage was visually confirmed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.